Manufacturer narrative:
D4: deleted catalog number, expiration date, serial number, and UDI. Product is unknown. G3: removed 510k number (unknown) h4: removed device manufacture date (unknown) h6: corrected type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10 concomitants: (B)(6), 208-09-07 - cc stem ext adaptor 7 degree, (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm, (B)(6), 204-34-12 - fluted stem extension 120l x 14 mm, (B)(6), 208-01-03 - cc femoral sz 3, (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm, (B)(6), 201-78-88 - 4" drill bit, mod. Hex 2-pk, (B)(6), 208-23-13 - cc tibial insert sz 3, 13mm, (B)(6), 1400-ig - cemex genta high viscosity 40g kit. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 37 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.